Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-34, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the procedure progressed as standard with no anomalies or extraordinary difficulties. The valve was recaptured twice. After third deployment a small dissection was seen with angiography, however no intervention was needed or performed. The patient was implanted with a permanent pacemaker post-operatively.  Four days after surgery, the patient experienced neck pain. Transthoracic echocardiogram (tte) was performed, but no anomaly was shown. Approximately 25 minutes later, cardiopulmonary resuscitation (CPR) was performed and the patient passed away.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured twice due to a high positioning. After the second valve recapture, an aortic dissection occurred. It was reported that the access site for the delivery catheter system (dcs) was on the right side and the minimum diameter of the access vessel was 10.9 millimeter (mm). 4 days post valve implant, complete heart block (chb) was reported and a permanent pacemaker was implanted. Per the physician, the cause of death was a ruptured type a aortic dissection.

Manufacturer narrative:
Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: 8 computed tomography (CT) images of pre-procedural aortic root measurements and one fluoroscopy image of the implant was provided. The sizing information contained in the 8 provided CT images justifies the choice of an evolutfx 34 mm bioprosthesis. The tavi procedure was described as a standard implant procedure with two valve recaptures and a small dissection in the ascending aorta, as can be seen from an image. Certain side effects (as listed in the instructions for use (IFU)), could lead to the demise of a patient, even four days post-procedure (e.g. Slow bleeding). However, it was reported that the small dissection that occurred after the third deployment didn¿t need to be treated and no further complications were described. The actual cause of death was also not reported. At this point, any device involvement in the patient-death, must be seen as unlikely. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.